Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of event occurrence. A siemens customer service engineer (cse) was dispatched to the customer's site. During the multiple site visits the cse performed service method testing, precision testing and comparison testing and ran qc to verify the performance of the instrument. The cse replaced multiple parts (sample 1 probe, controller area network, sample 1 and sample 2 mixers, horizontal and vertical belts, reagent probe, reagent 1 mixer, vertical belts, v-lyte sensor, sample 1 and sample 3 mixers, aliquot drain, sample 1 drain, aliquot, sample 1 probe, reagent 1 probe, reagent 2 probe, cuvette washer dryer boots, and sample 2 mixer). The cse also performed other troubleshooting steps related to parts replaced such as (auto-alignment, priming, cleaning, scratch testing, service methods, and mix tests) to verify the instrument performance. The cse ran system check, service method testing and qc, which were acceptable after troubleshooting. The cause of the discordant, falsely low glu result on one patient sample is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same dimension vista instrument, resulting higher and matching the patient clinical history. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.